Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 6 of 6 of peritoneal dialysis (pd). During troubleshooting, it was reported that there was a leak from an unknown location. Renal therapy service (rts) assisted the home patient (hp) with ending therapy and advised to contact their peritoneal dialysis registered nurse regarding the issue. Proper procedures per user manual were discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d3 and g4. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye and magnification was performed and no issues were observed on the home choice cassette. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and no leaks were noted from the homechoice cassette.the reported condition was not verified on the homechoice cassette. The device met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.